Event description:
It was reported in (B)(6) 2013 that this right ventricular (rv) lead exhibited an increase in shock impedance measurements during a follow up. A commanded shock was performed, which showed normal shocking impedances thus no revision was performed, and no further investigation was conducted. A normal follow up was scheduled. No adverse patient effects were reported in (B)(6) 2025, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.